Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is reportedly doing well with the new device.

Manufacturer narrative:
The external visual inspection of the device revealed a severe dent on the bottom cover. The photographic imaging inspection revealed broken components, a dislodged component and substrate cracks. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device passed some of the electrical tests performed. The manual capacitor leakage test revealed all channels measured within normal limits, except one. No leakage curve was observed. This is believed to be due to a crack in the hybrid. The device passed the mechanical tests performed. The internal visual inspection revealed multiple substrate cracks along the hybrid. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with a dented bottom cover, broken components, a dislodged electrical components and multiple cracks along the hybrid. A corrective action has been initiated. This is the final report.

Manufacturer narrative:
UDI-na.

Event description:
The recipient reportedly experienced head trauma. The recipient's device was not recognized by the programming software. External equipment was exchanged, however, the issue was not resolved. Revision surgery will be scheduled.